Event description:
It was reported that during preparation for a rhythmia atrial flutter procedure a intellanav stablepoint open-irrigated catheter was selected for use. During testing outside the patient, it was noticed that the irrigation at maximum flow was asymmetric, one side was normal and the other was just dripping. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection found the device does not have visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested and passed the test without problem. A flow test was conducted, all irrigation ports flow freely. During product analysis no damages were noticed on the returned devices, the failures reported by the customer could not be confirmed since per all inspections no damages were observed on the returned device, therefore, there is no evidence enough. Therefore, since no damages were found on the returned device and there is no evidence enough, it is determined that the most probable cause cannot be confirmed due to the lack of information. The complaint is classified as "no problem detected" due the investigation findings do not lead to the device complaint or problem confirmation.

Event description:
It was reported that during preparation for a rhythmia atrial flutter procedure a intellanav stablepoint open-irrigated catheter was selected for use. During testing outside the patient, it was noticed that the irrigation a maximum flow was asymmetric, one side was normal and the other was just dripping. The device was replaced and the procedure was completed successfully. No patient complications were reported. Catheter was returned to boston scientific for laboratory analysis.